Event description:
It was reported to philips that the display for the device would not power on due to a defective ac power module (api1ad41-000 k 1602 c 114807). It was noted by the customer that the device would power on as intended when running on battery power. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.